Event description:
A postoperative laparoscopic cholecystectomy pt was brought in for an aneurysm. When the cardiovascular surgeon opened the pt for the aneurysm he discovered a white rubber ring from a flapper valve of an unk style of ethicon trocar in pt on top of the omentum. It is unk if there was any consequence to the pt. The hospital has kept the rubber ring at this time.